Event description:
In 2007, a pt in the ccu was receiving a heparin infusion. The infusion concentration was heparin 25,000 units in 500ml. The ordered rate was 50 ml per hour. Pt received 500 ml (heparin 25,000 units) in one hour. The ptt after the event (at approx. 1am) is reported as "greater than 1800 seconds". The pt was given protamine 100 mg and the ptt was 24.8 seconds at 5am. Per the risk manager, the outcome was positive. The pt was discharged home three days later. Log review: in 2007 at approximately midnight the device was powered on. Channel a was selected and programmed with the rate set at 500 ml/hr and the volume to be infused (vtbi) set at 500 ml. The log indicates that the user attempted to start the channel however the infusion did not start.

Manufacturer narrative:
Channel b was then selected and programmed for a rate of 500 ml/hr with a vtbi of 500 ml. This channel was started successfully. After starting channel b, channel a was turned off. Approx one hour later channel b alarmed for air in line suggesting that the bag was empty. The user then checked the rate, stopped the channel and powered off the device. Approx 20 seconds later the device was powered back on and the rate was changed to 50 ml/hr and the device was powered off. Data from the log suggests that the channel was programmed incorrectly at 500 ml/hr instead of the intended 50 ml/hr. Report of this log review has been emailed to the risk manager with a follow up telephone discussion. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.